Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that  the patient's ins controlled the patient's right side of the body, and the right side of the patient's body was getting really bad, in which the patient could not hold on to anything and their symptoms had started off as just a little bit and then gotten more severe where it was constant that the patient was uncontrollable. The caller stated the patient was bedridden and received 24/7 care from the caller, and that when trying to roll the patient over to help clean the patient, the patient was not able to hold onto the bed bar like they were able to before. They also added that the patient was saying strange things they normally wouldn't, such as rub my nose over and over again. The caller added that the patient's right side of the body was as bad as the patient's "bad side" now, and caller confirmed the patient's left side of the body was not controlled byor programmed for the dbs device. The caller stated they had been charging the patient's ins regularly, and got confirmation from their daughter the other day that the patient's ins was fully charged after a charging session. The caller stated they did not know how the patient's therapy turned off. Patient services (ps) reviewed possibility of therapy turning off due to low ins battery status. Caller understood. Caller first checked with the recharger, and did not see the lightning bolt in the ins battery icon. The caller found the patient's patient programmer during the call, and confirmed therapy was off. Ps reviewed, and assisted caller with turning the patient's therapy on. The patient felt a little shock when therapy turned off, but the caller confirmed the feeling subsided right away. The caller confirmed the ins battery was ok and was 100%. The patient was redirected to follow-up with their healthcare provider. The caller mentioned unrelated medical history including that the patient was in the hospital 2-3 months ago (confirmed was not related to dbs device). The caller also mentioned that this was the first time they experienced an issue as they had never had any problems with the dbs device and the dbs device worked great.